Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a bowel resection procedure. When the surgeon was pulling the suture with the needle through the trocar, the needle got stuck into the side of the cannula. Had to pull out the trocar with the needle in the cannula.